Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. It was not reported when the patient was discharged from the hospital. The outcome of the peritonitis event and the action taken with dianeal and extraneal therapies was not reported. No additional information is available.